Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case - unable to remove battery cap) issue. There was no indication the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction can result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 10/07/2017 with the following findings:.1 pump was returned with the battery compartment cracked starting at the threads to the left side of grip pad, starting at the threads traveling to grip pad and from case seal traveling to grip pad 2 threads on the battery cap and on the battery compartment are stripped and are unable to secure- cap became stuck when trying to remove it. Test cap was able to hold for testing. Battery cap threads are stripped and cap is unable to fit. During investigation, the battery compartment was cracked at the threads to the left side of the grip pad, from the threads to the grip pad, and from the case seal to the grip pad. The threads on the battery cap and the battery compartment were stripped and the cap became stuck when trying to remove. A test cap was used for testing.